Event description:
It was reported that the user conducted a supply change and initially did not lock the infusion set connector (¿pitchfork¿) into the anchor, which caused leakage at the anchor during tubing fill until the connector was fully clicked into place; drops were then observed, and the pump indicated approximately 60 units remaining, consistent with proper rewind and priming. No reported symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed user technique error related to incomplete connection of the infusion set, resolved by securing the connector and confirming flow. It was concluded that the event was attributable to user handling, with the device operating as designed after correct connection, and the user was advised to verify a full click engagement and monitor insulin volume and alarms.